Event description:
The customer reported that the system displayed a interlock error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The power supply connectors and the generator circuit boards were all reseated. The system was tested and operates as intended.